Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 "lost power for a moment." They checked the cord connection and realized that the cord was up against the generator and the connection was loose. They activated the toggle switch and the vh-4000 powered up accordingly; however, the surgeon indicated the unit was not working the same as it had been throughout the case. He noticed "more smoke in the tunnel than before" and the unit was "not sealing as good." The procedure was completed with this device. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were some charred tissue remnants on the jaws, the heater was lifted up slightly in the middle, and there was some blood on the device. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "not sealing and smoke" could not be confirmed. Internal file number - (B)(4).